Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality control (qc) was within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse found clog on the secondary vacuum line that goes to the regulator and transducer. The cse cleaned out the clog in the secondary vacuum line that goes to the regulator and transducer and secondary waste bottle, and replaced the waste bottle cap. Then, the cse ran auto checks, which passed. Next, the cse ran a precision study and qc, which recovered acceptably. In the subsequent visit, the cse cleaned all waste reservoirs, performed scale calibration, and inspected the instrument. Then, the cse replaced flapper valves on waste transfer pump, inspected and cleaned the luminometer waste probe, cleaned the glass and ball, and cleaned all aspirate probes. The cse observed and communicated to the customer that the tubing on the instrument was discolored. The cause of the falsely elevated thcg result is unknown. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
A falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was reprocessed on an alternate atellica im 1300 analyzer. The repeat result was lower than the initial result. The repeat result was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated thcg result.